Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap gastrectomy, the trocar was inserted into patient and upon visualization there was a piece of cannula noticed to be missing. An x-ray was performed on the to find missing fragment.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one port opened by the account and five photographs. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Investigation found that the circular and envelope seals were intact and that the cannula was broken at the distal end. The photographs confirmed the physical finding. The device also failed an air leak test. These findings were attributed to a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.